Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. This complaint will be kept on record for track and trending purposes. Section b b3: date of event was asked but not provided. Section d d6a: implant date was asked but not provided. D6b: explant date was asked but not provided.

Event description:
It was reported that the hahn tapered implant failed to integrate.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed for hahn tapered implant lot# 6121876 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for hahn tapered implant lot# 6121876 and found no additional product in stock. Investigation methods/results customer has not returned the reported device for review. However, the non-visual device investigation has been completed. Root cause "lack of primary stability" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Patient's oral hygiene is noted as fair. IFU-570 rev 3.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space" IFU-570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU-570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-570 rev 3.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Correction - b3 date of event, b5 describe event or problem, d6a implanted date, d6b explanted date.

Event description:
It was reported that the hahn tapered implant failed. The patient bone type is noted as type ii and their oral hygiene is listed as fair. The implant was placed on (B)(6) 2023 on tooth # 22. The patient presented with the issue on (B)(6) 2023. Patient symptoms included: inflammation, pain, infection, granulation/fibrous implant tissue, and abnormal bone loss around the implant. On (B)(6) 2023, the provider noted failure to osseointegrate and loss of osseointegration and the device was explanted due to lack of primary stability.

Manufacturer narrative:
Additional data: a2, a3, b2, d9, h6 (health effect - clinical codes, medical device problem code-1260, type of investigation codes, and investigation conclusions code). Corrected data: a1, b5, e1, e3, g1, h3, h6 (medical device problem code-3003). The device investigation has been updated and the results are as follows: stock product reviewed results the stock product for hahn tapered implant lot# 6121876 is not applicable for review since the issue is customer related. Investigation methods/results the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø3.5 x 10 mm (70-1154-imp0005) using the radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause "failure to osseointegrate" and "loss of osseointegration" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate and loss of osseointegration is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, there was an implant fit issue. IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the site preparation section: "if placing a hahn tapered implant that is 3.5 mm in diameter or greater, shaping drills are used sequentially to widen the osteotomy to the matching diameter. To avoid over-preparation, widening drill diameters should be used only as needed, and in proper succession. Each shaping drill is length-specific, to match the length of the prescribed implant. Osteotomy depth may be increased sequentially, beginning with shorter drill lengths, provided sufficient depth is achieved with the final drill. Select the desired shaping drill, accounting for bone density and the size of the implant to be placed. With copious irrigation, drill to depth. The final drill should correspond with the matching implant size, as charted below, with the goal of achieving high primary stability upon implant placement." Per the reported information, there was also a screw fracture. The probable root cause is the over-torquing of the screw during the placement which may have caused a fracture. Additionally, it is unclear the methods of placement used during the procedure and the insertion torque value. IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the recommended torque values section under prosthetic components: "the recommended torque value for affixing hahn tapered implant abutments and multi-unit abutments to hahn tapered implants is 35 ncm. The recommended torque value for affixing hahn tapered implant multi-unit accessories utilizing the multi-unit prosthetic screw is 15 ncm. Any other screw-retained prosthetic components, such as impression copings or scanning abutments, should be hand-tightened only." CAPA ca-00016 CAPA 24-005. Manufacturer reference: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is noted as type ii, and their oral hygiene is listed as fair. The implant was placed on (B)(6) 2023 on tooth # 22. The patient presented with the issue on (B)(6) 2023. The patient's symptoms included: inflammation, pain, infection, granulation/fibrous implant tissue, and abnormal bone loss around the implant. On (B)(6) 2023, the provider noted failure to osseointegrate and loss of osseointegration, and the device was explanted due to an osseointegration problem and not replaced. There was also a screw fracture. It is unknown if the symptoms resolved after the implant removal. The patient did not require any additional medical/surgical procedures, and no other permanent injuries were reported.